Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information and assistance to reset the pump, which resolved the issue, and the customer was able to continue using the pump without further problems.